Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a perforation occurred in the heavily calcified and heavily tortuous left anterior descending coronary artery, from an unspecified cause. The 3.5 x 19 mm graftmaster covered stent was advanced, but failed to reach the perforation and was removed without reported issue. There was no adverse patient sequela and no reported clinically significant delay in procedure. Another graftmaster was successfully implanted to treat the perforation. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.